Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd needle sftygld 22x1-1/2 rb, the user identified the needle pulling loose from the hub. There are no reports of medical intervention. The following information was provided by the initial reporter. The customer stated: it was reported needle separated/broken the needle came away from the syringe and remained in the patient after medication was administered.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 20-apr-2022. H.6. Investigation: one sample and one photo of a safetyglide needle (p/n 305900) batch 7300870 were received and evaluated. The sample has the cannula separated from the hub with a small dot of clear glue-like substance observed on the cannula near the cannula should be attached to the hub. The condition observed is non-conforming per product specifications. The sample was sent to the needle manufacturing site for further evaluation and investigation. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Potential root cause for cannula pulled out defect is associated with assembly line. It is possible that misfeeding of the cannulator may have induced that not enough epoxy was applied. Verification of the cannulator was performed. The settings were correct and the flow of products was good. A device history record review was completed for provided lot number 7300870. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported when using the bd needle sftygld 22x1-1/2 rb, the user identified the needle pulling loose from the hub. There are no reports of medical intervention. The following information was provided by the initial reporter. The customer stated: it was reported needle separated/broken. The needle came away from the syringe and remained in the patient after medication was administered.